Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by the physician that during implant attempt the catheter was difficult to slit. It was further reported that the slitting difficulty resulted in lead dislodgment at initial implant. The leads were not used and were replaced. It was also reported that after slitting about 1/3 of the catheter, the slitter went out and the slit was interrupted. The doctor noticed the catheter body was too soft or thin to hold the slitting process. It was not possible to resume the slitting and the doctor had to cut the rest of the catheter with scissors. The catheter was discarded and could not be retrieved. No patient complications have been reported as a result of this event.